Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 24.0 mmol/l which was treated with multi dose injection. Customer was ok to troubleshoot for high blood glucose customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose level. Customer stated that auto mode feature was on. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. The insulin pump will not be returned for analysis.